Event description:
A 11 mm trocar seal fell off and fell into the chest under the heart. It may not have been found if we would not have had the scope. The item had been reprocess by ascent healthcare solutions.